Event description:
The patient tested 23.8 and 19.4 mmol/l on the aviva system, and 4.5 and 11.3 mmol/l on a professional reflotron system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.